Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient involvement. (B)(4) lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the clips on the side of the matrixneuro compact module and the clips on the side of the matrixneuro instrument module are broken; the modules lock together to make a tray. The leg clips on the compact module and the receiving arm clips on the instrument module broke at the junction that holds the two modules together. The modules will not lock together and tape was being used to hold the modules together. There was no patient involvement. This report is 8 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.